Event description:
The patient stated the v-go devices that have fallen off of patient since starting v-go. The patient explained he has lost at least two weeks worth of v-go's. The patient stated most of the devices fell off after four hours of wearing them. The patient elaborated that it most often happens when he is at work because he moves around a lot in his job and sweats. The patient does not recall when exactly these devices came off just that it has occurred since starting on v-go. The patient informed me he was properly preparing the site before attaching the v-go's. The patient does no have any of the devices that have fallen off.